Event description:
A technician reported a case where during femtosecond laser flap generation, the flap was cut thicker than intended. Upon additional follow up, reporter indicated the flap thickness was 15 microns greater than intended. Reporter confirmed patient outcome was good. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
During the on site visit the field service engineer (fse) performed several ablation calibration cuts on pmma, and made a minor adjustment to settings. Review of the logfile for the day of treatment showed no abnormalities. The system passed the vacuum, energy and ablation check successfully without any issue. The logfile showed six successfully finished treatments. The observation of the energy values during the day showed very stable values and no errors. There was also no deviation between the planned and the measured energy detectable. The scanner incline offset did not change between the days which are covered by the logfiles. No abnormalities, error or other deviation are detectable in the logfiles which can contribute the reported issue. To check the laser function ablation check has to be carried out daily by the user. In case the ablation is not within the required tolerance a treatment must not be performed. The results of ablation check has not been provided. With the information provided the root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).